Event description:
It was reported that an asymptomatic patient presented for an initial device implant. During procedure, it was noted that the lead had abraded at the suture site and exhibited failure to capture and low impedance. The lead was not used and was replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.